Event description:
Additional information revealed that the patient underwent surgical intervention on (B)(6) 2021 wherein the migrated lead was repositioned and re-anchored. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2021-02962. It was reported that following a couple falls, one of the patient's leads had migrated. Reprogramming was performed, and surgical intervention may take place to address the issue. As it is unknown which lead had migrated, both leads are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.